Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead was capped due to an unknown product anomaly. It was noted that the lead had been partially explanted as it broke during the explant. The rv lead was replaced. No additional adverse effects were reported.

Manufacturer narrative:
This returned lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Testing was completed to assess lead electrical performance. Measurements were within normal limits. However, a visual inspection found a broken or torn polyurethane insulation. The area of the torn or broken insulation showed signs consistent with environmental stress.

Event description:
It was reported that the right ventricular (rv) lead was capped due to an unknown product anomaly. It was noted that the lead had been partially explanted as it broke during the explant. The rv lead was replaced. No additional adverse effects were reported.